Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. Failure analysis also found charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was no energy output from the maryland bipolar forceps (mbf), and the instrument jaw was damaged. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. No arcing was observed during the procedure. There was no patient injury. The procedure was not delayed due to the issue.